Event description:
An impella 5.5 was implanted in a 68-year-old male with cardiogenic shock (cgs) for hemodynamic support. The patient experienced a stemi the previous day, requiring escalation to ECMO support and coronary ballooning in the cath lab. Additional contributing factors include ECMO support, a history of atrial fibrillation, a known left atrial appendage (laa) thrombus, and ongoing heparin therapy. The patient remains on impella support. Based on the available information, the reported myocardial infarction and need for additional device support are most likely related to the patient¿s underlying cardiac condition, critical illness and the additional contributing factors rather than any device-related issue. The impella 5.5 is functioning as intended, and no evidence of causal relationship between the device and the reported events has been identified.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1; d4(catalog, serial, primary UDI number); d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: myocardial infarction: the cause of the injury was not determined due to insufficient clinical details.